Event description:
It was reported that a spectrum pump failed flow accuracy test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The reported problem failing delivery test was not reproduced during evaluation. The device was tested for flow accuracy and delivered within intended range. The customer testing setup and equipment are unknown. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.